Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and also had failed battery. The customer¿s current blood glucose level was unknown at time of incident. The customer reported that the battery was diminished and the pump received failed errors and rejects new batteries and the pump will not turn back on. It was reported that they had unexplained no delivery and the insulin was spew out during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads, cracked reservoir tube lip and scratched case. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm, failed battery alarm, blank display noted. No excessive no delivery alarm noted. The test minilink transmitter with the glucose sensor simulator communicates properly to the device. No unexpected lost sensor alarm and calibration error alert noted during the testing.